Event description:
An ivtm therapy was initiated for a 70-year-old male patient using an icy catheter (lot #180954). The catheter insertion was smooth and was placed into the right femoral vein in a single attempt with no difficulty. The patient's temperature at the start of the ivtm therapy was 35.6 degrees, and the target temperature was set to 37 degrees at the 0.15 rate. During the third day of the ivtm therapy (maintenance phase), blood-tinge was noticed in the start-up kit (suk) tubing. The thermogard ivtm system did not generate an alarm. The customer performed a leak test, and blood could be aspirated. The icy catheter was removed, and treatment discontinued. The temperature at the time of the issue was 36.1 degrees, and the dwell time of the catheter was three days. The patient is still intubated, ventilated and stable. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of "blood-tinge was noticed on the tubing was confirmed during the functional testing of the returned icy catheter (lot #180954). A bonding leak was observed at the distal end of medial balloon and at the proximal end of the distal balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Observed blood residues in the balloons and luered tubings. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the distal end of medial balloon and at the proximal end of the distal balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for the icy catheter with lot number 180954.

Manufacturer narrative:
Zoll has received the catheter however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
An ivtm therapy was initiated for a 70-year-old male patient using an icy catheter (lot #unknown). The catheter insertion was smooth and was placed into the right femoral vein in a single attempt with no difficulty. The patient's temperature at the start of the ivtm therapy was 35.6 degrees, and the target temperature was set to 37 degrees at the 0.15 rate. During the third day of the ivtm therapy (maintenance phase), blood-tinge was noticed in the start-up kit (suk) tubing, and the thermogard xp ivtm system did not generate an alarm. The customer performed a leak test, and blood could be aspirated. The icy catheter was removed, and treatment discontinued. The temperature at the time of the issue was 36.1 degrees, and the dwell time of the catheter was three days. The patient is still intubated, ventilated and stable. No consequences or impact to the patient.